Event description:
First proglide wouldn't track. The second proglide didn't deploy. The third proglide was used to complete the procedure. Both products had patient contact but no harm. Both are available to return to manufacturer. Manufacturer response for abbott proglide, (brand not provided) (per site reporter). Notified rep - product will be picked up and returned to the manufacturer.